Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the embolization coil was detached from its pusher assembly; the stretch resistance wire (sr wire) was fractured. The outer diameter (od) of the undamaged section of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the ruby coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur, which may lead to the coil unintentionally detaching. The od of the embolization coil was measured and found to be within specification. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully deployed and detached penumbra coil 400 coils (pc400 coils) and ruby coils into the renal artery using a px slim delivery microcatheter (px slim). While advancing a new ruby coil through the px slim, the physician did not encounter resistance; however, the ruby coil unintentionally detached within the px slim. Therefore, the detached ruby coil was removed and the procedure was completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.